Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during a pars plana vitrectomy with endolaser and fluid air procedure, the vitrectomy handpiece became stuck in the superonasal port when the vitrectomy handpiece was mid vitreous cavity. Both the vitrectomy handpiece and port were removed and new sclerotomy was created for a new trocar and new vitrector handpiece. There was a small amount of uveal tissue at the mouth of the initial sclerotomy, and the surgeon performed a vitrectomy at the sclerotomy to cut and remove this tissue. In addition, the surgeon performed a limited membrane peel to remove any localized areas of traction. After the membrane peel, he performed a peripheral vitreous shave with the scrub technician performing the scleral depressing. During the scleral depression, a giant retinal tear/retinal dialysis was observed in the superonasal quadrant. An air fluid exchanged was performed and the retina flattened followed by lasering of the retinal dialysis edge. In addition, the surgeon performed additional prophylactic endolaser for 360 degrees. A final air fluid exchange was performed, gas was irrigated through the eye and he sutured the superonasal sclerotomy with vicryl suture. Approximately two months postoperatively, the patient reported changes in her vision. The surgeon found that the patient had developed a tractional retinal detachment involving the macula with inferior proliferative vitreoretinopathy (pvr) with star folds just outside the inferior arcades. The surgeon performed a tractional retinal detachment repair procedure with a membrane peel, endolaser of the inferior retina, and silicon oil placement. One postoperatively, the retina was attached.